Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead experienced dislodgement. It was attempted to be repositioned, however it was difficult to be positioned and was explanted. This is considered life threatening situation, since surgical intervention was required to resolve the issue. No additional adverse patient effects were reported.